Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the concial tip is missing from the device. The kit was not opened. The healthcare professional was able to view the alleged failure through the device packaging. There was no patient involvement.

Event description:
It was reported that the conical tip is missing from the device. The kit was not opened. The healthcare professional was able to view the alleged failure through the device packaging. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. Investigation summary: one powerport MRI isp with s/l 9.6f chronoflex partial kit was returned for evaluation. Gross visual evaluation was performed and found that there was not a conical tip on the tunneler. Specifically, the investigation is confirmed for a tunneler mix-up, as gross evaluation showed an incorrect tunneler returned along with the sample. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. (Expiration date: 12/2019).